Event description:
The customer reported the left screen on the workstation was black causing a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The workstation power supply was adjusted. The sys was then found to be operating as intended.